Event description:
It was reported that a technician, trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred, no suture was retrieved after the plunger was pulled out. Hemostasis was achieved using a second proglide device. There were no reported adverse patient effects. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that approximatley 1/4 inches of the monofilament was exposed at the guide and the needle tip was still attached to the rail end. The anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred. There was no needle strike mark on the foot. During the investigation, the plunger was inserted to test the needle trajectory, needle depth, and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.